Event description:
It was reported by the pt's attorney that as a result of having the products implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury and has undergone corrective surgery.

Manufacturer narrative:
The device remains implanted. A review of the device history record for the reported lot number found nothing that could cause or contribute to the reported event. A review of the instructions which accompanies each device states: "complications may include, but are not limited to: postoperative hematoma; temporary urinary retention, bladder outlet obstruction, and voiding difficulties associated with over-correction/too much tension placed on the implant; and perforations or lacerations of vessels, nerves, bladder or bowel, which may occur during needle passage." (B)(4).